Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2317700, model: sc-2317-70, serial: (B)(6), batch: (B)(6).

Event description:
It was reported that the patient had a possible infection. Symptoms of pain and erythema at the incision site was noted. It was also stated that the patient was at risk for dehiscense of incision overlying the ipg due to thinning of skin. Additional information was received that the patients ipg incision site was not closing properly. The patient underwent an explant procedure wherein the ipg and leads were removed and were not returned. The patient was doing well postoperatively.

Event description:
It was reported that the patient had a possible infection. Symptoms of pain and erythema at the incision site was noted. It was also stated that the patient was at risk for dehiscence of incision overlying the ipg due to thinning of skin.